Event description:
It was reported that the home patient connected to the cassette without priming the patient line. The event occurred during use at the connect bags prompt. The technical service representative had the home patient close all of the clamps and to cycle the power. The technical service representative had the home patient disconnect aseptically and helped remove the cassette. The technical service representative instructed the home patient to start over with new supplies and not to connect until after the machine displays connect yourself. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Patient connecting to a line that is not fully primed is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.